Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10848. It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. During the procedure an additional lead was added to improve therapy. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-10848. It was reported the patient's ipg is inoperable and the patient is experiencing ineffective stimulation. Surgical intervention may be pending to address the issue.